Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Physio-control evaluated the customer¿s device, but was unable to duplicate the reported power issue. The event code was cleared from the memory of the device, and thereafter did not return. However, the main keypad assembly was replaced as part of a technical service update. After observing proper device operation through functional and performance testing the device was returned to the customer for use. Physio downloaded the electronic records from the customer¿s device, and was able to confirm that their device experienced an inappropriate loss of power. The cause of the reported power issue could not be conclusively determined. Based on the information available, physio-control has determined that the likely cause of the reported issue with the logged event code, was that the shock switch located on the main keypad assembly was out of tolerance due to excessive resistance. When this issue occurs, an event code will be logged in the device's memory following a failure of the device to deliver defibrillation energy.

Event description:
The customer contacted physio-control to report that their device powered off by itself during a patient event. This issue is patient related; however there was no adverse patient outcome reported. Upon evaluation of the customer¿s device, physio-control observed that the device had logged an event code in the memory, which is related to a potential issue of the device to deliver defibrillation energy.